Manufacturer narrative:
The reported lot# 190430 was not found for the catalog number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficulty to aspirate occurred during use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "customer had difficulty taking the insulin out of the insulin vile." Customer could not identify if the issue was with the needle or syringe. 1 of 2 complaints.

Manufacturer narrative:
The information was re-evaluated and does not meet our reporting criteria.

Event description:
It was reported that difficulty to aspirate occurred during use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "customer had difficulty taking the insulin out of the insulin vile." Customer could not identify if the issue was with the needle or syringe. 1 of 2 complaints.

Event description:
It was reported that difficulty to aspirate occurred during use with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter, "customer had difficulty taking the insulin out of the insulin vile." Customer could not identify if the issue was with the needle or syringe. 1 of 2 complaints.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided.